Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a pump motor stall over 48 hours occurred. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was indicated that magnetic resonance tomography (mrt) scan occurred on (B)(6) 2025. No troubleshooting was performed. The pump was interrogated, and the logs were read out. No surgical intervention was planned or performed. The issue was resolved as of (B)(6) 2025. No patient symptoms were reported. The pump remains implanted an in-service. The date of the pump implant would not be made available. The patient's medical history, gender, and age at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative on 2025-jul-09. The patient experienced no symptoms. It was further reported there was no withdrawal symptoms likely due to low daily dose and low ¿air¿ rate of the pump. The pump logs were not available. After the pump was read out, the motor stop was canceled (resolved).